Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the pdf log files of the customer's report was provided. Review of the pdf log files revealed the device responded appropriately to ECG rhythm changes, first advising a shock, then correctly switching to "no shock advised" as the rhythm became more organized. The device operated as designed and met all specifications. Analysis of reports of this type has not identified an increase in trend.